Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier was unable to release the clip and became stuck while clipping the cystic duct and artery. The surgeon struggled with getting the instrument off without causing damage. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior with no noted damage. The customer used the force/fenestrated bipolar instruments to assist in prying open to help release. Robotics coordinator believes the surgeon also attempted to get the instrument to release by disengaging it from the field. Estimated blood loss was 10-25 cc¿s. There was no blood needed. The instrument was removed immediately and isolated then an additional med/ clip applier was opened to finish the procedure robotically. The customer believes a clip did fall into the patient and was retrieved with a different instrument and placed in a specimen pouch.